Event description:
It was reported that the lead exhibited high, out of range, high voltage impedance. The lead was capped and replaced. Patient was stable post procedure.

Manufacturer narrative:
(B)(4).